Event description:
It was reported that the ilet touchscreen was cracked after the device was dropped, rendering the screen unusable and leading the user to switch to backup therapy, with blood glucose reportedly unaffected and no alerts or alarms noted. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization.

Manufacturer narrative:
Investigation included internal assessment of a physical damage complaint, confirmation of serial information, and initiation of replacement logistics. Investigation of this case revealed user-induced physical damage to the display component with loss of usability. It was concluded that the event was related to accidental damage to the device¿s touchscreen and not to a device malfunction or performance issue.